Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that patient was implanted with an ankle fix plate on the left side on (B)(6) 2015 and had to be revised on (B)(6) 2016 due to implant breakage. Review of received data one x-ray picture undated was received. On the x-ray it can be seen that the plate was broken. The plate was fixed with several screws. One screw is a compression screw. The manufacturer of this screw is unknown. A screw implanted in the bore hole where the plate breakage is located seems to be migrated. It is unknown if the screw was migrated before the plate breakage or after. The plate was broken after approx. 1 year (plate was implanted on (B)(6) 2015 and broken on (B)(6) 2016. On the x-ray it can be seen that the fusion did not take place after 1 year as the patient was treated with arthrodesis. Devices analysis visual examination: the broken plate and 11 screws were returned for investigation. The fracture took place over four supports through three drilled bore holes. On the plate surface there are several scratches available. In the elongated hole there are drilling marks visible. It is unknown when this damages to the plate occurred. Next to the elongated hole on the outer side of the plate a deformation can be detected as well. The macroscopic investigation of both fracture surfaces do not show any abnormalities. There is no evidence of material failure. Two screws returned show strong deformation in thread area. The shaft thread is plastically deformed. It can also be seen that the thread flanks are partially destroyed. Root cause analysis root cause determination using rmw: plate breakage due to lack of adequate strength. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. Influence on osteosynthesis, prolonged convalescence due to overstraining of implants due to high activity level => possible, no information provided about patients pot op restrictions. No post op protocols received. Breakage of plates and screws due to inadequate design for intended performance of device. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. Breakage of implant due to explanted implant is used for new implantation surgery => possible, it is unknown if a new device was used. No patient stickers available. Malfunction, insufficient device performance or durability due to: user´s disregard of manufacturer´s recommendation, use error (slips,lapses, mistakes, reasonably foreseeable misuse), abnormal use beyond risk control => possible, the review of the provided x-ray shows that the fusion did not take place after approx. 1 year. The healing process did not occur. Conclusion summary: the anklefix plate was implanted on (B)(6) 2015 and broken on (B)(6) 2016. That means the plate was in vivo for 1 year. The review of the provided x-ray shows that the fusion did not take place after 1 year. The healing process did not occur. A non-union is usually declared 8 months after the initiation of the fusion process. Depending on several factors such as osteosynthesis type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union will subject the site and fusion device to repetitive stresses that may cause eventual bending or breakage of the device. Therefore, it is most possible that the plate was broken due to nonunion. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an ankle fix ti plate std lt on the left side on (B)(6) 2015 and had to be revised on (B)(6) 2016 due to implant breakage.

Manufacturer narrative:
Additional information was received on november 4, 2016. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).